Manufacturer narrative:
Additional information: the lesion was pre-dilated. Resistance noted while advancing the device to the lesion and no excessive force was used. The physician used a resolute integrity was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th, 5th 6th 11th 12th and 13th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a non-calcified and non-tortuous lesion located at the circumflex artery exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. It was reported that the stent deformation occurred in-vivo during positioning. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient status post procedure is alive with no injury.